Event description:
The device was used during a ibectomy thoracic, reportedly, the device was difficult to open and close. Utilization of another instrument to finish the procedure. No pt injury was reported.